Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "error b30 scope communication error". Device evaluation found an electrical continuity error occurs due to water invasion in the scope connector (corrosion was observed on the connector). Due to electrical continuity error due to water invasion, temporary image lost noted, error b occurred. Device placed under aeration (drying the scope) and once completed, service repair noted the image is normal. Furthermore, the following findings during device evaluation were noted: a-rubber glue (bending section) noted with crack including the insertion tube (I/t) tube. Surface scratches were also observed on the insertion tube and multiple dents, scratches observed on distal/end (d/e) cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "error b30 (scope communication error)" found at preparation for use. There was no patient harm, no user injury reported due to the event. Facility received a loaner as requested by their representative (rep.)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for this issue was not established. However, it is probable that the corrosion of scope connector was caused by fluid ingress which then caused abnormality at the electrical contacts on the printed circuit board. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ¿ if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. ¿ detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope.¿ olympus will continue to monitor field performance for this device.